Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain/pain") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included vaginal bleeding and uterine bleeding. Concomitant products included levonorgestrel (mirena). In (B)(6) 2007, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), anxiety ("anxiety"), depression ("depression"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)") and vaginal discharge ("vaginal discharge"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, anxiety, depression, vaginal haemorrhage, menorrhagia, dysmenorrhoea and vaginal discharge outcome was unknown. The reporter considered anxiety, depression, dysmenorrhoea, menorrhagia, pelvic pain, vaginal discharge and vaginal haemorrhage to be related to essure. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain and dysmenorrhea, menorrhagia. Most recent follow-up information incorporated above includes: on 20-jun-2018: plaintiff fact sheet and medical records received. Plaintiff's demographics and medical history was added. New events abnormal bleeding (vaginal, menorrhagia), dysmenorrhea (cramping) and vaginal discharge were added. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ('perforation'), device dislocation ('device migration'), pelvic pain ('pain/pain') and vaginal haemorrhage ('abnormal bleeding (vaginal)') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included gravida ii. Previously administered products included for an unreported indication: mirena. Concurrent conditions included vaginal bleeding, uterine bleeding, nausea, painful urination, urinary tract infection and fever. Concomitant products included levonorgestrel (mirena). On (B)(6) 2007, the patient had essure inserted. On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required), anxiety ("anxiety"), depression ("depression"), menorrhagia ("abnormal bleeding (menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal discharge ("vaginal discharge") and abdominal pain ("abdominal pain"). The patient was treated with surgery (abaltion and salpingectomy (bilateral removal of fallopian tubes),). Essure was removed on (B)(6) 2017. At the time of the report, the perforation, device dislocation, pelvic pain, vaginal haemorrhage, anxiety, depression, menorrhagia, dysmenorrhoea, vaginal discharge and abdominal pain outcome was unknown. The reporter considered abdominal pain, anxiety, depression, device dislocation, dysmenorrhoea, menorrhagia, pelvic pain, perforation, vaginal discharge and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2008: results: essure device in place. Most recent follow-up information incorporated above includes: on 24-feb-2020: pfs received new reporter information, new event perforation, migration was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ('perforation'), device dislocation ('device migration'), pelvic pain ('pain/pain') and vaginal haemorrhage ('abnormal bleeding (vaginal)') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included gravida ii. Previously administered products included for an unreported indication: mirena. Concurrent conditions included vaginal bleeding, uterine bleeding, nausea, painful urination, urinary tract infection and fever. Concomitant products included levonorgestrel (mirena). On (B)(6) 2007, the patient had essure inserted. On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required), anxiety ("anxiety"), depression ("depression"), menorrhagia ("abnormal bleeding (menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal discharge ("vaginal discharge") and abdominal pain ("abdominal pain"). The patient was treated with surgery (abaltion and salpingectomy (bilateral removal of fallopian tubes),). Essure was removed on (B)(6) 2017. At the time of the report, the perforation, device dislocation, pelvic pain, vaginal haemorrhage, anxiety, depression, menorrhagia, dysmenorrhoea, vaginal discharge and abdominal pain outcome was unknown. The reporter considered abdominal pain, anxiety, depression, device dislocation, dysmenorrhoea, menorrhagia, pelvic pain, perforation, vaginal discharge and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2008: results: essure device in place. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-jul-2020: quality safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain/pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included gravida ii. Previously administered products included for an unreported indication: mirena. Concurrent conditions included vaginal bleeding, uterine bleeding, nausea, painful urination, urinary tract infection and fever. Concomitant products included levonorgestrel (mirena). On (B)(6) 2007, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), anxiety ("anxiety"), depression ("depression"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal discharge ("vaginal discharge") and abdominal pain ("abdominal pain"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes),). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, anxiety, depression, vaginal haemorrhage, menorrhagia, dysmenorrhoea, vaginal discharge and abdominal pain outcome was unknown. The reporter considered abdominal pain, anxiety, depression, dysmenorrhoea, menorrhagia, pelvic pain, vaginal discharge and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2008: results: essure device in place. Most recent follow-up information incorporated above includes: on 22-nov-2019: pfs received :- new event added abdominal pain. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2007, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), anxiety ("anxiety") and depression ("depression"). The patient was treated with surgery (to remove the essure). Essure was removed in (B)(6) 2017. At the time of the report, the pelvic pain, anxiety and depression outcome was unknown. The reporter considered anxiety, depression and pelvic pain to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.